Manufacturer narrative:
The complaint received states that approximately five months after the index procedure, this (B)(4) patient died of unknown causes. This was a (B)(6) male with medical history including hyperlipidemia, cardiac arrhythmia, congestive heart failure, CABG, renal insufficiency history of smoking (>5packs of cigarettes), coronary artery disease, myocardial infarction and hypertension. This patient met the high-risk criteria for chf class iii/IV and/or known severe lv dysfunction. The target lesion ostium of the left internal carotid artery described as ulcerated, severely calcified and 99% stenotic. An angioguard was inserted, advanced and deployed past the target lesion without report of difficulty. One precise stent was implanted without report of difficulties. The angioguard was retrieved without report of issues. The final percentage of stenosis was 10%. The patient was discharged the next day on aspirin and ticlopidine. Despite multiple attempts, no further information has been available to date. The stent remains implanted thus unavailable for analysis. There is no sterile lot number information available thus no DHR could be performed. Death is a known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU (instructions for use) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. No corrective action is required at this time. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
Approximately five months post index procedure the patient died. The cause of death was noted to be as unknown. The patient was enrolled in the (B)(4) study with a 99% lesion in the ostium of the left internal carotid artery. The lesion was ulcerated and severely calcified. The lesion was pre-dilated. An angioguard was placed and a precise stent was successfully implanted. The final percentage of stenosis was 10%. The patient was discharged the next day on aspirin and ticolpidine.